Event description:
It was reported that the images on the 9800 system were too dark. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.